Manufacturer narrative:
No button error alarm noted. Device had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test or test the suspend feature due to no button response. Device had scratched display window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 40 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.